Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('blood clots that were huge, the period lasted 20 days') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), urinary incontinence ("trouble holding bladder"), feeling abnormal ("I felt like a baby moving around in me"), vaginal haemorrhage ("spotting") and arthralgia ("joint pain"). The patient was treated with surgery (to remove essure). At the time of the report, the menorrhagia, urinary incontinence, feeling abnormal, vaginal haemorrhage and arthralgia outcome was unknown. The reporter considered arthralgia, feeling abnormal, menorrhagia, urinary incontinence and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: menorrhagia, metrorrhgia, abdominal discomfort, joint pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report: reporter information and new event menorrhagia added. Event medical device removal deleted and surgery added to menorrhagia on 23-mar-2020: social media received: events I had only spotting no full periods, I felt like a baby moving around in me added. Reporter added. On 23-mar-2020: social media report: reporter information and new event : joint pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary incontinence ("trouble holding bladder"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal and urinary incontinence outcome was unknown. The reporter considered medical device removal and urinary incontinence to be related to essure. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media: new events:urinary incontinence was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- medical device removal no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.